Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-05020.

Event description:
Customer reported she was hospitalized for insulin shock. Customer stated she had eaten dinner, went to bed, and feel asleep. When she woke up the paramedics were her room. Customer's blood glucose was 28 mg/dl. The drive support cap was reported normal. Customer was not in a car accident. Customer reported she was unresponsive as significant event that led to her being admitted to the hospital. The perceived cause, doctor believed she might have an infection and gave her htb. Customer will monitor the device. No further information reported.